Event description:
It was reported that during the trial procedure the physician unable to place the lead in the correct position. It was noted that patient was not able to handle the pain during the procedure and the physician decided to abort the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.